Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report # 3005099803-2008-04728 for a description of the other device. It was reported to boston scientific corporation via follow up information received in 2008 that a second prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure. Since no other information was received regarding the device, this event has been determined reportable based on ambiguous, unverified information regarding the failure mode of the device.

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.